Event description:
As reported through the medical affairs department, a patient¿s spouse called with a general inquiry and additionally reported adverse events. During the index procedure, the patient had an unknown palmaz schatz placed in an unknown vessel following a heart attack that presented as unknown symptoms. The blockage was described as "had a 90% blockage...died on the table, then put the stent in to get rid of the blockage". The patient was hospitalized for about a month. Approximately one month after the index procedure, the patient had an unknown cordis stent placed in an unknown vessel described as "the same vessel, a little bit lower, parts of the blockage came loose, it was not all gone and it caused a blockage a little further down". The event presented as "having weak spells and pain in his chest and back". The patient was hospitalized for about two (2) weeks, and received unknown treatment. Beginning around the same time of the stent placement the consumer began an unknown dose of lipitor for high cholesterol and an unknown dose of valsartan for preexisting high blood pressure. It was not clarified if the concomitant medication use began after first or second stent placement. The reported events were resolved and the physician was aware. No additional information was obtained including the name of patient.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. The report received indicated that the patient had an unknown palmaz schatz placed in an unknown vessel following a heart attack that presented as unknown symptoms. Approximately one month after the index procedure, the patient had an unknown cordis stent placed in an unknown vessel described as "the same vessel, a little bit lower, parts of the blockage came loose, it was not all gone and it caused a blockage a little further down". Multiple attempts to obtain additional information/clarify were unsuccessful. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Please note that this is the initial/final report for this product.